Manufacturer narrative:
Pump received with loose/shifted end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. Customer also reported that there was a crack on bottom of the insulin pump. The insulin pump will be returned for analysis.